Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
It was reported that a clinical study patient experienced a severe adverse event of "the vns is being revised because it is likely dislocated". As no device event was reported and no device malfunction is suspected, this event is being captured as migration of the patient's device until further clarification is received. Additional information was received indicating no action has been taken yet, based on the reported adverse event it is likely revision is planned for the patient. No surgical intervention has occurred to date. No other relevant information is available to date.